Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced display and calibrated touchscreen. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that it was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the upper section of monitor display was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that it was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the upper section of monitor display was not working in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) replaced the coiled cord cable, and the top level display new coiled cord assembly and calibrated the touchscreen. However, the iabp unit was not cleared for use as unrelated issues were observed. Subsequently, the fse returned to the customer's site at a later date and completed repairs of the iabp unit then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.